Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the triathlon ts poly insert had a fiber and a black speck on the implant which was visible before the implant was opened. The surgeon also remarked that the metal rod which accompanies the insert normally sits on top of the inner packaging and that in this instance this was to be found next to the poly insert itself. Another device was on hand to complete the case.

Manufacturer narrative:
Additional information: returned to manufacturer on; device evaluated by mfg. An event regarding a fiber and a black speck on the implant involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: the device and packaging materials were received and visual inspection confirmed the event. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a small piece hair in between the outer and inner blister. A nc was raised. Nc/CAPA results: the fibres that were found on the stems and returned to stryker, were confirmed to match fibres that were found on stems in-house and also fibres that shed from sigma and ecocloth brand wipes. These wipes are used during production. The fibres were found in similar positions of the ha coat section, on both the complaint parts and in-house parts. The matching fibres and the fibres being found in the same ha coated section of the stems are the reasons we confirmed that the fibres came from the wipes. The fibres were identified as "poly ethelyne terphatalate" by the analysis lab (lucideon). The primary root cause is the fact that the wipes currently in use (sigma and ecocloth wipes) in the packaging and coatings cells are capable of generating poly ethelyne terphatalate fibres, which can remain present on the part in surgery. Contributing factors include: procedures are ambiguous as to their reference to wipes, particularly in describing the wipes to be used. The procedures also do not specify how parts should be handled with wipes. Standard visual inspection cannot find all instances of fibres present on the stems. These standards require the operator to inspect the part, at arm¿s length, for 10 seconds.

Event description:
The customer reported that the triathlon ts poly insert had a fiber and a black speck on the implant which was visible before the implant was opened. The surgeon also remarked that the metal rod which accompanies the insert normally sits on top of the inner packaging and that in this instance this was to be found next to the poly insert itself. Another device was on hand to complete the case.